Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During visual inspection no evidence was found that would related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 31226-1126). The unit was also tested on a patient fixture test platform (pftp) and fiber test failed pointing to the rolling loop and parallelogram. Once testing was completed, the fibers were applied behavioral analysis (aba) tested, and it was verified to be the source of the fault. As a result of this investigation, failure analysis was able to conclude that the rolling loop assy and parallelogram assy were found to be the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted urology partial nephrectomy surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) arm 1 was disabled due to error 32097 displayed. Tse verified presence of error in logs and related errors pointing at internal communication error within usm 1. The customer restarted system; however, the error persisted. The customer confirmed they can proceed as 3 usm arm procedure. The procedure was completing as planned with no reported injury.